Event description:
Strangulation ileus [strangulation ileus]. Case narrative: initial information received on (B)(4) 2018 regarding an unsolicited valid serious case received from (B)(4) employee under reference (B)(4) on and transmitted to sanofi. This case involves a (B)(6) years old male patient who experienced strangulation ileus, while he using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing colon cancer and hypertension. On (B)(6) 2018, sigmoidectomy was performed for cancer of sigmoid colon, and 1 sheet of seprafilm (carboxymethylcellulose, sodium hyaluronate) (lot - 6bysep085, 7bysep002) at a dose of 1 sheet (form, route, frequency and indication: not reported) was applied around the midline wound without using sepralap. On (B)(6) 2018, strangulation ileus (severe) developed in the site around midline wound (the onset site seemed obvious to be the application site of seprafilm). As of (B)(6) 2018, the patient had not recovered from the strangulation ileus. The patient developed an event of a serious strangulation ileus (mechanical ileus) 7 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. The patient was hospitalized for this event. Final diagnosis was strangulation ileus. It was not reported if the patient received a corrective treatment. The patient outcome is reported as not recovered / not resolved on an unknown date for strangulation ileus. Reporter comment: alternative explanation for the event was unknown. Additional information was received on 24-may-2018. No new information was received. Additional information was received on 11-jun-2018: investigation summary was reported. Investigation summary on 11-jun-2018: it was reported that the lot involved with this event was either 6bysep085 or 7bysep002 thus lot history review was performed for both lots. 6bysep085: date of manufacture for this lot was 20nov2016, expiry date is 30nov2019. Product event trending shows that there are no product complaints and no other adverse events associated with this lot. All batch records were reviewed and approved by qa and all manufacturing process specifications, qc release specifications and sterility testing were verified to have been met. There were no deviations noted during the unlabeled processing of the lot. There was 1 documentation deviation during labeling and packaging that was determined to have had no impact on any quality attributes. The lot was sterilized by gamma irradiation and review of the certificate of irradiation shows that all dosimeter readings were within the minimum and maximum dose and exposure time required per seprafilm specifications. Nothing was noted in the lot history that would be indicative of a product or processing problem or malfunction. 7bysep002: date of manufacture for this lot was 29jan2017, expiry date is 31jan2020. Product event trending shows that there are no product complaints and no other adverse events associated with this lot. All batch records were reviewed and approved by qa and all manufacturing process specifications, qc release specifications and sterility testing were verified to have been met. There were no deviations noted during the unlabeled processing of the lot. The lot was sterilized by gamma irradiation and review of the certificate of irradiation shows that all dosimeter readings were within the minimum and maximum dose and exposure time required per seprafilm specifications. Nothing was noted in the lot history that would be indicative of a product or processing problem or malfunction. Seprafilm adhesion barrier serves as a temporary bioresorbable barrier separating apposing tissue surfaces. The physical presence of the membrane separates adhesiogenic tissue while the normal tissue repair process takes place. When applied as directed, seprafilm adhesion barrier can be expected to reduce adhesions within the abdominopelvic cavity. Approximately 24 to 48 hours after placement, the membrane becomes a hydrated gel that is slowly resorbed within one week. Components are excreted in less than 28 days. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. As no issue was found during batch record review or unit trending, no CAPA is considered necessary at this time. Sanofi-genzyme will continue to monitor and trend these types of events and implement appropriate corrective actions where applicable.